Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for incorrect stopper color with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for incorrect stopper color was observed. A red stopper was incorrectly applied to a pst tube which should have had a grey stopper. Bd was not able to determine a definitive root cause for how this occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. .

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had an shield or cap that was a different color. The following information was provided by the initial reporter: "during visit at (B)(6), I identified different coloured bung (orange) compared to the other pst tube (black bung) on the same tray . I noticed that the different coloured bung (orange) is of the same catalogue number as the other pst on the same tray. The different coloured bung is only 1 in a tray."